Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not release clips. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Additional observation(s) not reported by site were also identified: the medium-large clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .013" offset at the tips. As a result, the clip could not be properly loaded on the grips. The instrument was found to have multiple input disk broken. An input disk #5 was found completely detached from the housing. Hairline cracks were found on input disk #6 & #7. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result.